Event description:
The patient reported experiencing error 22 while attempting to perform a blood pressure measurement.

Manufacturer narrative:
The patient reported receiving error 22, which is a measurement error. The user guide instructs users to "check cuff placement and make sure the cuff tube is plugged into the monitor. Retake measurement." The patient's device was not requested for return, as the member was unable to be reached after multiple attempts. It is unknown if the cuff is the correct size for the patient or if they are using proper testing technique.